Event description:
It was reported that patient had an epidural hematoma and that their entire implantable neurostimulator (ins) system was removed. The patient underwent a three level decompression/laminectomy and was hospitalized (and still hospitalized as of (B)(6) 2014 per follow up) on the in-patient rehab floor. It was noted that the event issue was not device related but was related to the implant procedure. It was reported that the patient was paralyzed (at the lead location) and was being managed by a neurosurgeon. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The patient¿s health care provider (hcp) reported a month and a half later that the patient became a paraplegic post-op. The lead was involved in the event. A myelogram, CT, and MRI was performed. It was clarified that the patient had thoracic spinal stenosis, not epidural hematoma. There was not a 50% or greater symptom reduction. The patient has not recovered, symptoms/issue was ongoing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 97792, lot# n475247, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that when the implantable neurostimulator (ins) was implanted, it caused a spinal cord stroke and the next day the ins was taken out, on (B)(6) 2014. The patient was paralyzed at the time of the report because of the procedure. They were not looking to peruse the healthcare provider (hcp) for injury. They worked with a manufacturer representative (rep) but couldn¿t remember their name.

Manufacturer narrative:
(B)(4).